Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 224 mg/dl, 146 mg/dl, and 112 mg/dl. Customer states that readings provided are approximate. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.